Event description:
A nurse reported a peritoneal dialysis (pd) patient that encountered a fluid leak associated with a pd treatment. The leak was discovered at the end of treatment. Fluid was found in the pump module area of the cycler and also on the exterior cassette. About 100ml of fluid leaked from the inside area of the pump door, seemingly from both pumps. The nurse was advised to wait and not use cycler until the following day. In a follow up, the nurse verified the fluid leak event and said there was no harm, intervention of adverse event associated with the fluid leak. The patient was in the clinic at the time doing a training. The cycler is available to return. The nurse requested a new cycler.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were no visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.valve actuation test ¿ passed. System air leak test ¿ passed.post-ast 2 hours 15 mins 8500ml simulated treatment was performed without any failures or problems.no fluid leaks were found after simulated treatment.an internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly.the cause of the observed dried fluid could not be determined.there were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a peritoneal dialysis (pd) patient that encountered a fluid leak associated with a pd treatment. The leak was discovered at the end of treatment. Fluid was found in the pump module area of the cycler and also on the exterior cassette. About 100ml of fluid leaked from the inside area of the pump door, seemingly from both pumps. The nurse was advised to wait and not use cycler until the following day. In a follow up, the nurse verified the fluid leak event and said there was no harm, intervention of adverse event associated with the fluid leak. The patient was in the clinic at the time doing a training. The cycler is available to return. The nurse requested a new cycler.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A nurse reported a peritoneal dialysis (pd) patient that encountered a fluid leak associated with a pd treatment. The leak was discovered at the end of treatment. Fluid was found in the pump module area of the cycler and also on the exterior cassette. About 100ml of fluid leaked from the inside area of the pump door, seemingly from both pumps. The nurse was advised to wait and not use cycler until the following day. In a follow up, the nurse verified the fluid leak event and said there was no harm, intervention of adverse event associated with the fluid leak. The patient was in the clinic at the time doing a training. The cycler is available to return. The nurse requested a new cycler.